Event description:
The customer reported that the system displayed a checksum error boot failure and the system was unable to boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the sram card and installed the system software. The system was tested and found to be working as intended and put back in service.